Manufacturer narrative:
(B)(4).

Event description:
The pt was admitted to the hospital with fever, chills, and increased white blood cell counts. The spinal catheter was revised on (B)(6) 2011 due to a (B)(6). Pus was found in both the pocket and along the catheter. Both the pump and spinal catheter were explanted on (B)(6) 2011. The pt was stable afterward.